Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device had a detection problem. The patient had thirty five non-sustained ventricular tachycardia episodes and undersensing on the right ventricular (rv) lead. The device and lead remain in use. The patient will be monitored. The patient was a participant in the post approval network /(B)(6) clinical study. No patient complications have been reported as a result of this event.